Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood leaked behind the stopper of a bd syringe luer-lok¿ tip. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo received at bd for evaluation. A slight deformation of the barrel is observed, which causes the leakage to appear past the stopper. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: the complaint is determined confirmed since there was a similar claim in another product code and the defect was reproducible, this is because the dial where the assembly is made may be causing damage to the syringe. It has a sensor to eject the syringes when they are not well assembled and this sensor is behind where the jam is being presented.